Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump received power error alarm with in a week of previous troubleshoot. Customer was able to clear and able to rewound the insulin pump. It was reported that the power error detected recurred within a week of troubleshooting of the previous occurrence. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
Device passed displacement, sleep current measurement, active current measurement, and self tests. No unexpected "insert battery", ¿low battery¿, ¿replace battery¿, ¿replace battery now¿, or "power loss" errors were noted during testing. However, device trace download history analysis confirmed the device alarmed pump error 25. The power management tool confirmed pump error 25 due to connector resistance issue.